Event description:
It was reported that this right atrial (ra) lead dislodged the day after implant. The helix mechanism was noted to have been retracted. During the implant procedure, no helix issues were noted, however multiple attempts were made for optimized positioning. A revision procedure was successfully performed. No additional adverse patient effects were reported.